Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a blank display. The blood glucose level was 360 mg/dl. Customer stated that the display was blank. Customer stated that the insulin pump was exposed to fluid. Customer stated that the home screen was not appear on the display. The product will return for the analysis.